Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2011, due to stiffness and pain. The 70mm femoral component was replaced with a 67.5mm component and the patella button was removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, (B)(4) states, "interoperative or postoperative bone fracture and/or postoperative pain". This is MDR one of two (1825034-2011-00942 through 00943) for this event. (B)(4).